Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure the distal end of the force bipolar instrument would not close appropriately to be retracted back through the trocar. On 7/2/2024, isi followed up with the customer and gathered the following information: the instrument and cannula did not need to be removed together. The wrist could not be straightened due to physical damage (e.g., broken main tube). No pieces fell into the patient. The instrument was inspected prior to use. There was abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. Patient demographics were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. Updated fields: a2, a3a, a3b, a5, d5, d9, e1, e2, e3, g2 and annex e, b,c,d.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.